Event description:
It was reported that the patient presented for follow-up with elevated capture threshold exhibited by the right ventricular lead. The patient was scheduled for revision, and the lead was capped and replaced on (B)(6) 2023. The patient was discharged.